Event description:
It was reported the pt had diarrhea since she had been implanted with the scs system. The pt had gone to the emergency room because of the issue. Follow up regarding the pt status identified the issue had resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.